Event description:
The event was reported to neurotherm on (B)(6) 2012. On (B)(6)2012, a neurotherm employee received a call from a facility that had two infections develop after a procedure that included neurotherm products. On (B)(4) 2012, a neurotherm rep spoke with the physician. The physician reported two pts developed an infection after a procedure that included the neurotherm disposable electrode. One pt has completely healed and the other is currently being treated. The physician did not recall anything out of the ordinary during treatment for either pt. The physician commented that he has made changes to the sterile field practices after these events.